Event description:
It was reported that during the left hemicolectomy procedure, the device did not seal properly leaving the ima to burst open causing a significant bleed that led the surgeon to have to open the patient. The patient almost bled to death. The device was used to finish the case but only on smaller vessels. The procedure was completed. There was patient harm.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what were the indications for surgery? What is the surgeon¿s experience with device? What is the estimated compressed width of the ima? Was the ima completely skeletonized or taken with surrounding connecting tissue? Was an end tone received for each firing of the device? Were there any generator alert screens? Is the generator log available for engineering review? What was the estimated blood loss? Were any blood products administered? What is the patient¿s current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.